Event description:
Procedure type: unk. According to the reporter: the product was completely coated with adhesions and infected. Allegedly, the patient complained of heavy pain, and it was necessary to explant the product. Patient's condition is fine now.

Manufacturer narrative:
Date of initial report sent: 08/20/2009.